Manufacturer narrative:
Immediately following notification, stimwave quality and the clinical representative reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which two freedom-8a spinal cord stimulator (stq4-rcv-a0 and stq4-spr-b0) was implanted at the t8 and t9 vertebrae in the epidural space of the thoracic spinal region. The clinical representative confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the clinical representative maintained contact with the patient following implant. On (B)(6) 2020, implanting clinician contacted the clinical representative stating that the patient was having tenderness at the inferior tip of the of the incisions. The tenderness was reported to be very localized and not in conjunction with any infection symptoms. The implanting clinician was able to feel a little bump through the skin at the location the patient was describing sensitivity. Implanting clinician stated that the patient was scheduled for an appointment to do an exploratory debridement on (B)(6) 2020. On (B)(6) 2020, the patient met with the implanting clinician and clinical representative for the exploratory debridement procedure. Prior to the procedure, fluoroscopy imaging showed that migration had not occurred, eliminating concerns regarding the implant procedure or sandshark anchoring system. Implanting clinician opened the incision site of sensitivity and took a culture, then the stimulators were exposed, and the area was cleaned. Implanting clinician decided to create a deeper pocket and bury the leads more anterior. The area was cleaned and the incision was closed with sutures. On (B)(6) 2020, the patient reported that the stimulators were still in good working condition and continuing to provide relief. No complications from the exploratory debridement procedure were reported. On (B)(6) 2020, clinical representative stated that the results of the cultures taken on (B)(6) 2020, had not been received due to delays from other global issues. Clinical representative stated that the implanting clinician did not believe the cause of the skin irritation was related to an infection. Clinical representative has attempted to make contact with the patient, but has not had any success. Due to the patient not reporting any further complications and not returning the clinical representative's attempts to contact, it is presumed that the patient's issue has been resolved. Skin irritation is known adverse event for spinal cord stimulation and the freedom-8a scs system that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot swo181211 and swo180215, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The root cause of this complaint of skin irritation is due to the stimulator not being buried deep enough anteriorly. Corrective action is not required to remedy the root cause of the complaint, as the device did not fail to meet performance or safety specifications and no trend of infection is evident for the sterilization lot. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in stimwave's risk management files. Stimwave was in contact with the clinical representative from march 2, 2020, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as the event resulted in injury that required medical intervention to preclude potential permanent impairment or damage.

Event description:
Stimwave quality has investigated the details regarding a complaint of a skin irritation reported to stimwave on march 2, 2020, by clinical representative